Event description:
Smoke came out of the back of the system when it was turned on.

Manufacturer narrative:
The system and materials have been designed and tested to iec 60601-1 to ensure that the possibility of a fire occurring is very remote. Although, there was no injury that occurred due to this malfunction, there is the possibility that if it were to recur, a negative impact to other equipment and/or materials in the room (i.e. Compressed gas tanks, flammable materials, ect.) Could result in harm to the pt/user. This report is being sent as a notification.